Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system 22 g x 0.75 in. Experienced a safety mechanism failure during use. The following information was provided by the initial reporter: I punctured the patient, the intima 22ga is not activating the safety mechanism bd saf-t-intima lot 8299929 material 383323. Customer e-mail: the was no damage to patient. There was no accident with the needle. The was no medical intervention. The device was replaced for another. The was no chemo/blood exposure.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system 22 g x 0.75 in. Experienced a safety mechanism failure during use. The following information was provided by the initial reporter: I punctured the patient, the intima 22ga is not activating the safety mechanism bd saf-t-intima lot 8299929 material 383323. Customer e-mail: the was no damage to patient. There was no accident with the needle. The was no medical intervention. The device was replaced for another. The was no chemo/blood exposure.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8299929. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.